Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call, the insulin pump had alarmed motor error. Customer's blood glucose was 32 mmol/l. Troubleshooting was performed and the customer was unable to rewind as the device would restart. Customer agreed to replace the device and return it for analysis.

Manufacturer narrative:
The pump passed the displacement test. The pump was received with a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the unexpected restart, prime, excessive no delivery and occlusion tests due to the motor error alarm. The pump was received with normal operating currents. The pump passed the self test. The pump passed the off no power test. The motor was tested outside of the device and it passed. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners and a cracked reservoir tube lip.